Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 0 .73mg/day and bupivacaine, 5mg/ml, dose not reported. The indications for use were chronic low back pain and spinal pain. A cap ( catheter access port) study was done and there was "no flow". The healthcare provider had planned to replace the catheter on (B)(6) 2016 however on (B)(6) 2016 it was reported that the replacement case was cancelled due to high blood counts and had yet to be rescheduled. As of (B)(6) 2016 the catheter had not yet been replaced, but the plan was still to replace it. The reporter did not know the reason for the dye study or if the patient was experiencing any symptoms. The patient&#62688;status was reported as alive, no injury.